Event description:
The complaint is reported as: "line was placed (B)(6)and had to leave out about 1.5cm, called to assess on (B)(6) for inability to flush or aspirate - nvat found that line was kinked, attempted to make adjustment and when flushed noted small hole near kink site."no patient injury or consequence. The condition of the patient was reported as fine.

Manufacturer narrative:
Qn#(B)(6) the customer returned one, endurance catheter for analysis. Signs of use in the form of biological material were observed inside the catheter body. Visual analysis revealed that the catheter body was pinched/kinked in two locations directly adjacent to the juncture hub. Microscopic examination confirmed the damage and revealed that holes had formed right at the locations of the kinking. The kinks/holes in the catheter body measured approximately 0.5mm and 5mm from the juncture hub. The total length of the catheter body measured 64mm, which is close to the nominal value 65mm per catheter product drawing. The outer diameter of the catheter body measured 0.0345", which is within specification of 0.0335"-0.0375" per catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "attach a 10 ml syringe filled with normal saline for injection. Flush catheter gently". When the catheter was flushed with a lab inventory water-filled syringe, water leaked from the distal tip and the holes along the body. The IFU provided with the kit informs the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin". The IFU also states, "allow insertion site to dry completely prior to applying dressing". The IFU also states , "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage". The report of a leaking endurance catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter contained two kinks adjacent to the juncture hub. Holes had formed at the same locations as these kinks. Despite the damage, the catheter met all relevant dimensional requirements. A CAPA has been initiated to further investigate this complaint issue. No corrective actions have been implemented; however, the root cause has been identified as design related. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "line was placed 2/26 and had to leave out about 1.5cm, called to assess on 3/1 for inability to flush or aspirate - nvat found that line was kinked, attempted to make adjustment and when flushed noted small hole near kink site." No patient injury or consequence. The condition of the patient was reported as fine.